Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump completed infusion 2 hours earlier than it was expected to and because it finished early and the pump wasn't running, blood came up the line and started dripping out. The starting volume was 115ml programmed to run at 2.5 ml/hr and the volume remaining was 6.5ml. No patient injury reported.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.